Event description:
The international customer reported the ventilator alarmed due to a pressure regulation high occurrence and operation stopped. The customer reported the device was in use on a patient and there was no patient harm. A pressure regulation high occurrence during normal ventilation operation may result in a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service technician confirmed the reported problem. The service technician replaced the data acquisition board to address the reported problem. Final testing was performed to operating specifications.

Manufacturer narrative:
Supplemental report